Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) inspected the analyzer and performed a cell blank. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was <3 pg/ml. The customer was prompted to repeat the sample as the result did not match the patient's previous result. The sample was repeated and the result was 345 pg/ml. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Calibration was last performed on 01-apr-2024. The investigation did not identify a product problem. The root cause of the event could not be determined.